Manufacturer narrative:
Section d9: only the percutaneous lead portion was returned. Manufacturer's investigation conclusion: evaluation of the returned portion of the driveline confirmed wire damage that would have caused the driveline faults captured in the submitted log file. External, superficial damage of the driveline jacket and bionate layer was also noted; however, a specific cause for this finding could not be conclusively determined. Review of the submitted log file also confirmed a full depletion of the system controller's backup battery after loss of power to the mobile power unit (mpu) resulting in a pump stop; however, a specific cause for this event could not be conclusively determined. A review of the submitted log file from (B)(6) 2021 found a no external power event on (B)(6) 2021 that lasted long enough to fully deplete the controller backup battery and stop the pump. When external power was restored, the pump continued operation at the fixed speed. The pump otherwise maintained a stable speed above the low speed limit without issue. Several silenced driveline fault alarms were captured that appeared to indicate an issue with the red wire. Of note, a driveline disconnect could not be confirmed via the submitted log file. There were no other notable findings in the file. Approximately 16¿ of the distal end of the driveline was returned. The silicone jacket was torn/separated at the terminus of the external bend relief (previous jacket damage captured under manufacturer report number 2916596-2019-04052) and at approximately 4¿ from the controller connector. An electrical continuity test of the returned driveline was conducted, which found discontinuity of the red wire. All other wires were found to be electrically intact. The bionate layer was also found to be torn at the terminus of the bend relief. Breakdown of the metal braided shield was noted at the terminus of the bend relief as well as intermittently along the driveline. Examination of the underlying wires revealed complete separation of the red wire¿s insulation and conductors at approximately 2.5¿ from the controller connector. Although a specific cause could not conclusively be determined, the red wire discontinuity appeared consistent with fatigue due to repetitive flexing over time. There was no evidence of any other breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing, which confirmed exposed conductors of the red wire at the location of discontinuity; no other areas of current leakage through the insulation of the driveline¿s wires were identified. Separation of the red wire¿s conductors at the terminus of the external driveline bend relief would have activated the driveline faults captured in the submitted log file. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline, serial number 63529, were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 08aug2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 3 ¿powering the system¿ of the IFU provides instructions for ¿switching power sources.¿ section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, is also currently available. Section 3 ¿powering the system¿ of the patient handbook provides instructions for ¿switching power sources.¿ section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-02460. It was reported that the patient was found down by their son and the driveline was disconnected at the time. The driveline was reconnected by the patient's son and the patient became responsive. The patient had been having driveline fault alarms for several days. Once at the hospital the healthcare providers attempted to clear the driveline fault but it reoccurred. A log file analysis captured multiple driveline faults. The controller was replaced but it did not resolve the driveline fault alarms. The log file also captured no external power events on (B)(6) 2021 and (B)(6) 2021. The controller lost external power on (B)(6) 2021 at 14:35. The controller's internal battery provided power to the controller to run the pump for a duration, then the controller lost power and reset the time/date. Since the time/date was reset, it is not known how long the pump was off. X-rays of the driveline were submitted and the images showed that there was an area of concern. The patient underwent driveline repair on (B)(6) 2021. There was a breach of the bionate layer and possibly a cut in the red wire noted upon visual inspection of the driveline. The entire length of the driveline was replaced with no issues and the driveline fault events resolved post repair.